Event description:
It was reported that the ventilator would not give the patient a breath. The patient uses this ventilator with a mouth piece for breathing treatments only. He is not ventilator dependent and there was no patient harm reported.